Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1204as-85 flipcutter ii broke into two pieces after flipping. This was discovered during retro drilling during a procedure on (B)(6) 2023. The case was completed with a new ar-1204as-85 flipcutter ii. Additional information received on 4/7/2023: this was discovered during an anterior bankart labral repair procedure. The broken fragments were retrieved, and the case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual investigation, the actuator tube was detached from the shaft. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is supplier process.